Event description:
The customer observed that atellica im high sensitivity troponin I (tnih) lot 113 results for a patient did not decrease over time as expected for a patient who was diagnosed and treated for acute myocardial infarction (ami). Alternate method results for this patient are lower, but still above the method reference range/cutoff. The patient was correctly diagnosed and treated, but the atellica im tnih results are not dropping across multiple days of testing. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). Siemens investigated the ous customer observation that atellica im high sensitivity troponin I (tnih) lot 113 results for a patient did not decrease over time as expected for a patient who was diagnosed and treated for acute myocardial infarction (ami). Siemens reviewed the customer data and found that both the atellica im tnih results and the alternate method results were elevated above the upper limit of each method's reference range. Reagent issues were ruled out based on review of the customer's quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. The customer treated the (B)(6) 2026 sample with heterophilic blocking / non-specific binding tubes (hbt/nabt). Patient sample result did not decrease after treatment. A patient sample was treated with polyethylene glycol (peg) precipitation by the customer which lowered the result significantly. Peg is used to remove cardiac troponin-specific autoantibodies that can react in immunoassays. Return of the patient sample for further investigation is not warranted because the customer has conducted appropriate testing. Based on the available information, the cause of the issue cannot be confirmed, but appears to be a patient specific interferant issue. The customer is operational, and the reported issue is resolved by routine troubleshooting. Note: this MDR is submitted for the sample results obtained on 14-apr-2026. Additional mdrs have been submitted for the results from this patient obtained on different dates.